Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the finger stick (fs). The sensor was inserted on (B)(6) /2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).